Event description:
It was reported dr likes to use the rescue screwdriver to put screws into plate. He had the reflex hybrid plate in the pt and was putting in size 12 vasd screws and while he was putting in the third crew the tip of the screwdriver broke off in the screw. I have the broken screwdriver and the screw to send."

Manufacturer narrative:
Investigation has been initiated. Any add'l info will be filed as supplement report.